Event description:
A surgeon reported that a memory lens implanted in a pt's right eye in 1999, was diagnosed as having opacified in 2003. Yag performed 2003. Visual acuity reported as 20/50 in 2003 visit. Prognosis indicated as good. No further info is available at this time.